Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 tube was broken in half when package was opened. Device was entered into the sterile field but wasn't ever used on patient. Per photo provided by the complainant, it is observed that one of the c-ring arm is broken.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/27/2025. An investigation was conducted on 05/07/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The scope wash tube was observed to be melted in the center of the scope wash tube. No other visual defects were observed. Based on the retuned condition of the device as well as the evaluation results, the reported failure "break- scope wash" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. Engineering evaluation assessment: the complaint was confirmed for ¿break; scope wash tube.¿ there was no evidence of clinical use. A visual evaluation was performed on may 22, 2025. The cannula subassembly was inspected and it was observed that the tube with rib had broken and was into two pieces. Upon further evaluation it was noted that the piece of the tube with rib still inside the cannula was not moveable. The evh cannula subassembly was disassembled to investigate the tube with rib and the scope wash tube. Upon closer investigation it was observed that the tube with rib (cv000002714) was not traveling freely through the scope wash tube. The tube with rib was stuck in the scope wash tube thus preventing extension/retraction of the c-ring. Conclusion the manufacturing engineering evaluation conducted on may 22, 2025 determined the root cause of the reported failure ¿break; scope wash tube¿ was a manufacturing issue where the tube with rib was adhered to the inside of the scope wash tube. The tube with rib being stuck in the scope wash tube prevented extension/retraction of the c-ring, thus causing the fracture of the tube with rib which is adhered to the c-ring. The lot # 3000456892 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.